Event description:
Related manufacturer report number 3006705815-2019-02213. New information received states that leads were explanted and new leads were implanted to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02213.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-02213. It was reported that lead migration issue was observed, and the patient was receiving unintended stimulation in the wrong location. Upon x-ray review, lead migration issue was confirmed. A lead revision is anticipated in the near future. No further information is available.